Event description:
It was reported the ipg was replaced due to non-normal battery depletion and the extensions was replaced due to breakage. The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.